Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and a black circle on the display. The customer stated that they may have suspended the device when they used the bathroom. The customer's blood glucose level was 438 mg/dl at the time of event, but was 387 mg/dl at the time of call. The customer reported symptoms of frequent urination and thirst. The customer treated with the insulin pump and a manual injection. The customer completed troubleshooting, however they did not find any loose drive support caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The customer found a no delivery alarm in the history. Tubing clamps were shipped to the customer and was advised to call back when they received them. Nothing was replaced or returned.